Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, cutting, abrasion could not be done. Also the handle was stiff. Another device was used to complete the case. Operative time was extended more than thirty minutes.